Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4).

Event description:
A theatre sister reported that during intraocular lens (iol) implant surgery, it was noted that the haptic was sitting on top of the lens. The lens was removed and replaced with difficulty and there was surgery lasted about half an hr longer than normal. An enlarged incision was necessary to remove the lens and one suture was required. She reported the pt was prescribed medication after surgery due to the pt feeling sick. At a f/u visit, the pt presented with increased intraocular pressure and corneal haze. The theatre sister reported the same event occurred twice on the same day with two different pts. She reported the lenses were loaded by two different nurses. Add'l info has been requested. There are four medical device reports associated with this event. This report is for the first pt, second lens.